Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sharp pain at the ipg site. X-rays did not reveal any anomalies. The physician injected the site with steroids for relief of sensation. Additional information revealed the patient underwent surgical intervention wherein the physician decided to open the ipg incision site to inspect and found 2 pieces of plastic. As such, the objects were removed which resolved the reported issue.